Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. No further patient complications have been reported as a result of this event. "Osc". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).